Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that will not turn on. This had the potential to interrupt delivery. It is unknown when this event occured or what departmen the event occurred in. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo gard infusion pump which cannot turn on was confirmed during product evaluation. The root cause of the reported problem was determined to be depleted main batteries. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness.